Event description:
Pt reported infusing beyond 72 hrs despite being advised cartridges need to be changed every 72 hours. Pt also reported that she is using a pump from 2018 (sn (B)(4), was due for service 08/31/2019). Pt should have more recent pumps but stated she just moved and they are packed away. Pt stated she will look for pumps and call if she cannot find them. Pt also reported she replaced her site today because her previous site fell out. She did not know how long the site had been out for but she re-started her infusion at "0.030ml/hr" (37 nkm) and had been running for 3 hours. Pt reported no issues at time of call. Author advised if she had gone without medication for an extended period of time she could started experiencing side effects very soon. Pt stated she will call md right away. Notified md. No other info or dates available. Did we [MFR] replace the device? Not needed. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life - sustaining? Yes. What is the outcome of the event? Resolved. Did the reported product fault occur while in use with the pt? Yes. Did the product cause or contribute to pt or clinical injury? Unk. Is the actual device available for investigation? Yes. Reported to (B)(6) by pt/caregiver.